Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to add the field action reference.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis investigation confirmed the initial failure analysis. The vessel sealer extend instrument was found to have a loose grip cable which leads to low torque as the slack in the cable prevents the jaws from closing fully and rotation of input disc is not fully translated grip actuation force.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the vessel sealer extend (vse) would not work and would no longer seal. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was not operating appropriately. The customer opened a new vse instrument and it worked just fine.

Manufacturer narrative:
Based on the claim against the product by the customer noting insufficient seal, an investigation is completed to determine the cause of this reported event. Isi has received the vse instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Failure analysis (fa) found the primary failure of low torque error to be related to the customer reported complaint. The instrument was found to have low torque failures based on log review, but not during in-house testing. A review of logs showed 3 low torque failures, error code 22024 indicating "grip torque is outside t expected range on usm4." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Electrical continuity passed, energy was delivered without any issues, and passed the cut test. The knife slot measured at 0.027¿ and the jaw gap verification passed at 0.003¿. The grip force test was performed and passed in the straight orientation at 7.9 lbs. The root cause is not determinable based on the fa. Additional observation not reported by site was also identified: the vse instrument housing was removed and a loose grip cable was observed at the proximal end. When the instrument is off of the system, the grip do not stay completely closed. When placed on the in-house system, the grips open and close properly. The root cause of this failure is attributed to component failure. This complaint is reportable malfunction event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.